Event description:
It was reported that the lead dislodged at some unknown point post-implant. It was noted that the patient was a non-compliant patient. An attempt was made to reposition the lead, but the physician was unable to advance the lead back into the rv (right ventricle), so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: no anomalies were found, however visual summary analysis indicated apparent explant damage; full lead returned and analyzed.